Event description:
A falsely elevated troponin (ctni) result was obtained on one pt specimen. Repeated analysis of the specimen on the same analyzer obtained a lower cnti result. Repeat analysis obtained normal results. The normal result was reported to physician. Troubleshooting of the first analyzer by dade behring personnel resulted in maintenance of the heterogeneous module. There were no adverse health consequences as a result of the falsely elevated ctni results.

Manufacturer narrative:
Dade behring personnel evaluated the filter data. Instrument maintenance was performed on the heterogenous module.